Event description:
A healthcare professional reported injecting a patient with 0.7 ml or evolysse form in the lips. Approximately eight (8) weeks post injection, the patients experienced lumps and bumps in the lips like the product did not settle. The hcp reported using the retrograde injection technique and linear threads. Lumps resolved when hcp punctured lips and expressed the product manually. Maybe related to the volume of product injected.

Manufacturer narrative:
Eus (B)(4)